Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated. Bubbles were observed in the sheath while aspirating on table. The bubbles just won't stop flowing into the sheath, despite the number of times aspiration has been done. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.